Manufacturer narrative:
Hologic subject matter expert (sme) reviewed the logs and did not observe any underlying hardware issues that may have impacted results from the date the customer was questioning. Hologic molecular applications specialist (mas) followed up with customer and advised they replaced all sars-cov-2 pcr reagents and run a complete ppr mix tube with negative samples. After replacing the components and ruling out any instrument error, customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported negative controls coming out positive on their sars-cov-2 pcr runs on panther fusion instrument 2090001136, leading them to question the validity of these runs.